Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that 4 sensors were received and due to the serter jamming them inside, all 4 were wasted. Customer's blood glucose level was unknown at the time of incident. Troubleshooting advised customer that replacement sensors would be sent to the customer and to return the product for analysis. No further details given.